Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case, battery release, one side bail cover, heart block, battery drawer and battery drawer o-ring were contaminated, the battery contacts were compressed, and the main printed circuit board (pcb) was out of specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that a failed capacitor component caused the main pcb to fail the battery removal test.